Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record cannot be performed since the storage period of the device history record is 15 years and the equipment in question was manufactured more than 15 years ago. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noisy image, cable unit is depressed, cable unit is loosened, cable unit is deteriorated, and water tightness is lost. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on cable unit, noise occurs and no image is displayed. Due to poor contact of camera unit, noise occurs and no image is displayed. The most probable cause is cause traced to the user not following the manufacturer's instructions. The event can be prevented by following the instructions for use which state: "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable.¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head's image was not clear. It had no image at all. The issue occurred when inspecting the camera. There was no patient involvement.

Event description:
It was reported the camera head's image was not clear. It had no image at all. The issue occurred when inspecting the camera. There was no patient involvement.

Manufacturer narrative:
E1 - phone number: (B)(4) health professional ¿ n (no) and e3: occupation - non-healthcare professional. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.